Event description:
This report was received from global pharmacovigilance (gpv) and is spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date in 2011, a break in aseptic technique occurred described as patient made a mistake, did not wear a mask and area not cleaned before starting pd therapy. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was the break in aseptic technique of patient made a mistake, did not wear a mask and did not clean area before starting pd therapy. On (B)(6) 2011, the patient was hospitalized for the event of peritonitis. On (B)(6) 2011, the patient began remedial treatment with vancomycin (500mg ip daily), amikacin (250mg ip daily), supacef (250mg ip in each exchange) and pd therapy 2000ml five exchanges-fours per day for seven days. It was unknown if the break in aseptic technique and peritonitis had resolved however, the patient remained hospitalized. Dianeal pd2 ultrabag therapy was ongoing as was remedial therapy with vancomycin, amikacin and supacef. Concomitant medications were not reported. The nurse stated the event of peritonitis was not related to dianeal pd2 ultrabag therapy. A causality statement for the event of break in aseptic technique was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.